Event description:
A site rep reported that during a biopsy case, when the surgeon was trying to verify his instrument within the navigation task, the software screen went black and exited. This occurred two times during the course of the surgery. The exact instrument this occurred with was not reported. The site was able to go back through the software to navigate and continue with the case after each occurrence. The procedure was completed with the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.